Event description:
It was reported that the device may have had premature battery depletion. It was also reported that during the device change-out procedure, when the physician inserted the wrench into the grommet of the replacement device, the wrench "continuously spun without ratcheting." It was also reported that the lead would not stay in the header of the replacement device. The physician requested and successfully implanted a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached. (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion.